Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer's investigation is completed.

Event description:
It was reported that the patient was hospitalized. The patient's admission was strictly related to equipment and unknown left ventricular assist device (lvad) alarms. The patient stated that all the lights lit up on the controller and connect to power alarms occurred despite the patient being connected to batteries which had some charge. The patient stated that the pump running symbol was not illuminated at that time. This frightened the patient and they exchanged their own controller. The patient did not have another set of clips and was not near the mobile power unit (mpu) when they changed to the backup controller. All equipment appeared to be in good condition. Log file analysis captured several low voltage advisories and low voltage hazards as well as random power cable disconnects throughout the log while the patient was on battery power. The log also captured a brief pump stop on (B)(6) 2022 at 17:11 that lasted around 3 seconds and may have been due to an electrostatic discharge (esd) event. The pump restarted after the esd pump reset and about 7 seconds later the pump stopped again showing power a and b broken along with comm a and comm b faults. The controller appeared to have been exchanged about a minute later on (B)(6) 2022 at 17:12 when the driveline was disconnected. The event log following the controller exchange showed the driveline being disconnected on (B)(6) 2022 at 17:12 and captured no external power events on (B)(6) 2022 from 17:23-17:24 due to both power leads disconnected at the same time enabling the emergency backup battery in the controller to run the pump. Related manufacturer report number: #2916596-2022-02066.

Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of the controller alarming for power to be connected was confirmed via log file analysis. The heartmate 3 system controller (serial number: (B)(6) ) was not returned for analysis; however, a log file ((B)(6)) was submitted for review and showed events spanning approximately 5 days ((B)(6) 2022 ¿ 2(B)(6) 2022 per timestamp). Intermittent atypical low voltage advisory alarms were active on from (B)(6) 2022 at 21:55:41 ¿ (B)(6) 2022 at 17:10:36. These alarms occurred while connected to battery power and coincided with fluctuating rsoc voltage readings on the white power cable, which were not coincident with power source exchanges. Pump operation was not affected by these alarms. Intermittent atypical power cable disconnects coincident with rsoc invalid faults on the white power cable were active on (B)(6) 2022 from 17:06:13 ¿ 17:13:47. These alarms cleared shortly after activating and occurred on battery power. Pump operation was not affected by these alarms. The driveline was disconnected on (B)(6) 2022 at 17:11:48 for a system controller exchange. There were no other notable alarms active in the log file. Multiple good faith efforts were sent regarding product return and if the alarms have been resolved. To date, no response has been received. A root cause for the reported event was unable to be conclusively determined through this analysis. The device history records were reviewed and the records revealed the heartmate 3 system controller (serial number: (B)(6)) was manufactured in accordance with manufacturing and qa specifications. Heartmate iii instructions for use (rev. C) section 7 entitled ¿alarms and troubleshooting¿ and heartmate iii patient handbook (rev. C) section 5 entitled ¿alarms and troubleshooting¿ addresses how to properly interpret and troubleshoot all system alarms, including low voltage advisory, power cable disconnect alarms. Heartmate iii instructions for use (rev. C) section 8 entitled ¿equipment storage and care¿ and heartmate iii patient handbook (rev. C) section 6 "caring for the equipment" describes how to care for and clean all equipment including the system controller power cables and power cable connectors. Heartmate iii patient handbook (rev. C) and heartmate iii instructions for use (IFU) (rev. C) under section 3, entitled ¿powering the system¿, describes the various ways to power the heartmate ii lvas. These sections explain how to properly switch between power sources. Heartmate iii patient handbook (rev. C) and heartmate iii instructions for use (IFU) (rev. C) caution users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.